Event description:
The sales rep reported that the radiology coordinator informed her that a pt came in bleeding at the exit site of her ash split catheter (28cm). Dye was injected under fluoroscopy and a pinhole in the middle of the catheter in the subcutaneous tunnel was found.